Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: 1915mcc1614.

Manufacturer narrative:
The reported device was investigated at the hospital by our field service engineer (fse). The issue regarding the power error alarm was resolved by replacing the device expiratory printed circuit (pc) board. This issue has been investigated before and the cause has been due to a shorted capacitor in the expiratory printed circuit board. During the troubleshooting an alarm indicating a communication error was also verified. This issue was resolved by replacing the device air gas module. The cause to the reported technical alarms cannot be verified since the device logs and replaced parts haven¿t been returned for investigation.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated an alarm for a power error. There was no patient involvement. (B)(4).